Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the arterial probe where the device connects on the back of cdi monitor was leaking. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 16, 2018. (B)(4). The sample was not returned for evaluation; therefore, a definitive root cause was unable to be determined. A retention sample of the same product code and lot number combination was visually inspected with no anomalies noted. The retention sample was leak tested by connecting with the calibrated manometer, connecting to a bpm head, submerging into a water bath, pressuring up to 1030 mmhg, and no leaks were noted. The most likely root cause for this event was determined as the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.